Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of implant, the implantable cardiac monitor (icm) experienced intermittent undersensing during detected pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.